Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked while administering medication. The following information was provided by the initial reporter: "in the last two days three nurses report leaking luer-lok syringe-needle connection. The syringe is a bd plasticpak 3ml syringe. The needle is a magellan hypodermic safety needle 25g x 5/8". Sometimes the needle can be tightened enough to stop leaking other times not possible. Sometimes I was able to elicit slight leakage w a test sample other times not. I was not able to confidently determine if the problem was the syringe or the needle. Leakage did occur during medication administration but has not seemed significant to effect dosage although that is definitely a concern." "This is a recurrence of a similar event that occurred and was reported yesterday. Leakage of bd plastipak 3ml syringe attached to magellan hypodermic safety needle 25gx5/8" at the luerlok connection point. Syringe+needle was prepared w medication in pharmacy due to medication is chemotherapy. Upon beginning injection a droplet started to form at the luerlok connection. I tightened the connection and it was better. I tightened it again just to the breaking point and was able to administer the medication sq with a barely perceptable growing droplet at the connection."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0217384. D4: medical device expiration date: 2025-08-31. H4: device manufacture date: 2020-10-05 . D10: device available for eval yes, d10: returned to manufacturer on: 2021-01-22. H6: investigation summary: a single loose bd 3ml syringe with an attached non-bd needle was received. The sample was visually evaluated. The sample was received inside a plastic bag and had clear signs of use with residue visible in the fluid path. It was observed that the needle hub¿s ears were cross threaded with the syringes luer threads. Decontaminated sample was visually evaluated, the barrel was from mold m-93 cav-15 . No defects found on molding for barrel, plunger rod and/or stopper affecting functionality or safety for finished product, additional test including leakage with max zero device, leakage at luer connection, and correct assembly of components were ran, no defects found. A device history review was conducted for lot number 0217384, no quality events records were found in the product manufacture, the batch were inspected and later released in accordance with the valid work instruction. The defect was not confirmed, therefore no root cause or corrective actions at this time.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked while administering medication. The following information was provided by the initial reporter: "in the last two days three nurses report leaking luer-lok syringe-needle connection. The syringe is a bd plasticpak 3ml syringe. The needle is a magellan hypodermic safety needle 25g x 5/8". Sometimes the needle can be tightened enough to stop leaking other times not possible. Sometimes I was able to elicit slight leakage w a test sample other times not. I was not able to confidently determine if the problem was the syringe or the needle. Leakage did occur during medication administration but has not seemed significant to effect dosage although that is definitely a concern." "This is a recurrence of a similar event that occurred and was reported yesterday. Leakage of bd plastipak 3ml syringe attached to magellan hypodermic safety needle 25gx5/8" at the luerlok connection point. Syringe+needle was prepared w medication in pharmacy due to medication is chemotherapy. Upon beginning injection a droplet started to form at the luerlok connection. I tightened the connection and it was better. I tightened it again just to the breaking point and was able to administer the medication sq with a barely perceptable growing droplet at the connection."